Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error which was observed at power up. Sys error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.